Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had audio issue. Blood glucose was 3.6 mmol/l. Troubleshooting was performed. Customer reports they did not hear beeps when audio volume settings were saved. The insulin pump will not be returned for analysis.